Event description:
It was reported by service report that the brakes were not holding properly on the stretcher and the fowler drifts down when weight is applied. No patient involvement or adverse consequences are reported.